Event description:
20 g v-cath PICC inserted 2/22/99 for chemotherapy. Pt had chemo for 7 days at facility. Dr's office unable to remove PICC on 3/2/99. Pt came to hosp on 3/3/99. Cns applied heat, gave lidocaine and urokinase and was unable to remove PICC. Dr attempted to remove PICC afer pulling catheter out to 50 cm. Catheter broke at 5 cm and pt was taken to or for removal. PICC tip had fibrin adhering to it.